Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this lead and associated device reported hearing tones. The patient was seen in clinic where a device interrogation noted high shock impedance measurements. The shock impedances for this system have chronically run high. The system was reprogrammed to alert when impedances reached greater than 150 ohms. The system will continue to be monitored.